Event description:
The service repair technician (srt) reported that during safety testing of the device at the service center, failure of the high potential test occurred. There was no patient involvement.

Manufacturer narrative:
The complaint is confirmed by the service repair technician (srt). The srt will replace the power supply, test to manufacturer's specifications and return to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.